Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report from USA reported that the device "will not secure attachment" during surgery. It is known that the device was used during surgery, however, no pt or user injuries or medical intervention occurred. There was no add'l info provided.